Event description:
It was reported to depuy acromed that the pin nut inserter broke while inserting the pin nut device. Additional surgery time was required but the exact time is unknown. The instrument has not been returned for evaluation. No further action can be taken at this time.